Event description:
Caller reports back to back results on the same meter of 13mg/dl, 50mg/dl and 187mg/dl while using the inform system. Caller reports quality controls are on qc lockout; were in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for pt# 2. Please see medwatch with a1 pt for pt #1.